Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. The field service engineer (fse) had remotely accessed the station early in the morning and had observed an icon indicating a failed remote manager. Later, upon remoting in again, the failure icon had disappeared. The fse had contacted the customer for further verification. Customer had then checked the station, but by that time, the remote manager had failed again. Customer had attempted recovery, but the door had not recognized the open/closed status correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients, since nurse had to get the medication from the pharmacy manually. However, there were no adverse events or injuries reported based on this event.